Manufacturer narrative:
An event regarding titanium cup failure due to lack of bone in growth involving a metal head was reported but on the basis of mar "corrosion" was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: "biological fixation was observed on approximately 20% of the proximal surface of the shell. Adhered debris was observed on the taper of the head. Burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Eds showed the head was consistent with astm f1537 and the debris was consistent with a corrosion process, material transfer from a hip stem, and biological material. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: material analysis was performed and concluded that eds showed the head was consistent with astm f1537 and the debris was consistent with a corrosion process, material transfer from a hip stem, and biological material. However, no material or manufacturing defects were observed on the surfaces examined. Therefore, the event was confirmed but root cause could not be determined because the insufficient medical information was provided. Further information such as patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Titanium cup failure due to lack of bone in growth. Update: eds showed the head was consistent with astm f1537 and the debris was consistent with a corrosion process, material transfer from a right hip stem, and biological material.